Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 27, 56 and 99 mg/dl when all tests were performed within 15 seconds on the aviva system. Reporter stated when checking the system memory, all of the values could not be located. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.